Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specs for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention, the remaining issue of the bowel wall in the transverse colon did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on the event.

Event description:
It was reported that a pt incident occurred during a polypectomy with the electrosurgical unit (esu/generator). During a polypectomy, a perforation occurred in the transverse colon. Therefore surgical intervention was required to address the issue. Note: the esu is similar to a model distributed in the u.s. It was distributed to our parent company (erbe electromedizin (B)(4)) to a hospital in (B)(6).